Event description:
According to the literature, a retrospective study evaluated the efficacy and safety of radiofrequency ablation (rfa) combined with intramedullary nailing (imn) in patients with impending or pathological fractures of the femur due to metastatic bone tumors. Between (B)(6) 2023 and (B)(6) 2024, five patients were included who underwent combined treatment with rfa using cool-tip and imn. One patient developed a second degree burn on the skin of the bilateral medial thighs, probably due to an electrical shortcut between the electrode pad on the contralateral thigh and the rfa needle. The electrode pad placement to the trunk of the body prevented the recurrence. Two patients reported discomfort during rfa under local anesthesia which was managed with cooling, analgesics, and sedation.

Manufacturer narrative:
D10 concomitant product: unk - cooltip ant, unknown cool-tip antenna (lot#unknown); unknown cool-ti, unknown cool-tip rf ablation generator (serial#unknown); unk - cooltip ant, unknown cool-tip antenna (lot#unknown); unknown cool ti, unknown cool tip elecrtrode (lot#unknown); unknown cool-ti, unknown cool-tip rf ablation generator (serial#unknown) combination of radiofrequency ablation and intramedullary nailing for the treatment of femoral metastases: single-center, retrospective observational study. Nokitaka setsu, suguru fukushima, nobuhiko yokoyama, kenji shinozaki, mikako jinnouchi, takatoshi fujishita, ai nio, nobuki furubayashi and rie sugimoto. Setsu et al. World journal of surgical oncology (2025) 23:424. Https://doi.org/10.1186/s12957-025-04091-8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.